Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited noise on the shock channel. It was noted that the noise could be recreated while the patient was in the clinic, but shock impedances were noted to be stable. Additional episodes of noise were noted on the shock channel and the physician was then concerned about the start of a lead fracture. It was noted that the patient would continue to be monitored. No adverse patient effects were reported.